Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not identified during an interrogation. Technical services (ts) recommended troubleshooting options. This device remains in service no adverse patient effects were reported. Additional information was received that the wand was not functioning appropriately and after it was replaced the device was interrogated successfully. This device remains in service no adverse patient effects were reported.

Event description:
It was reported that this pacemaker could not identified during an interrogation. Technical services (ts) recommended troubleshooting options. This device remains in service no adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.